Event description:
It was reported that occlusion alarm occurred with insulin pump while customer used novolog insulin. There was no adverse impact to the customer¿s blood glucose level. During follow-up call clinical support reviewed pump data, confirmed occlusion was not active, identified that customer was not preparing cartridge according to instructions, and advised customer to cycle cartridge multiple times before filling, review educational email, and contact support again if occlusion alarms persisted.